Manufacturer narrative:
Concomitant medical products: dtmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation with bipolar pacing. Reprogramming was performed to turn off left ventricular capture. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.